Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) for a supraventricular tachycardia (svt) event. Patient device programmed per the request of technical services. Patient was stable.